Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found on the lead except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient was not symptomatic. It was noted that loss of capture was observed on the right ventricular lead and it was confirmed to have dislodged. The lead had pulled back significantly. No other issues were noted. The lead was explanted and replaced. The patient was stable before, during and after the procedure.